Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The event history log was unable to be reviewed as the product was not returned.

Event description:
It was reported that the occlusion alarm could not be deactivated or removed while patient use at the facility. There was no patient harm or adverse event reported.